Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported insulin occlusion, high glucose, and sensor expiring alerts on the ilet. The user changed all supplies but remained hyperglycemic, with a fingerstick blood glucose (bg) of 376 mg/dl. The agent identified that insulin delivery had been paused for about four hours during the occlusion and that the dexcom g7 continuous glucose monitor (cgm) sensor data showed intermittent gaps. After the supply change, the ilet resumed delivering correction doses, and bg began trending down to 276 mg/dl during the call. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after clearing the occlusion and resuming insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.